Event description:
It was reported that the customer had high blood glucose levels. Customer corrected blood glucose levels by bolusing through the pump. Pump appears to be working as expected.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.